Event description:
Customer called to report that the unicel dxc 800 synchron system generated falsely low sodium results for two patient samples. The results were reported out of the laboratory. When the physician questioned the results, the samples were rerun on an alternate dxc instrument in the laboratory, the results of which were slightly higher. The reports were amended to reflect the repeated results. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The field service engineer (fse) inspected the instrument and replaced the ise (ion-selective electrode) reference reagent, as well as the carbon dioxide membrane. The fse then calibrated the instrument using new calibrators. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).